Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. No device was received for investigation, however, 3 photographs were submitted. The photographs appeared to show the jacket was separating from the guidewire. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon successful completion of a pacemaker lead installation procedure, material separation of the device occurred. While removing the device, resistance was noted and once outside of the patient, it was observed that the polymer jacket was coming apart from the guidewire. The device was being used to deliver pacemaker leads and no resistance was felt. The physician carefully inspected the device and noted that it appeared to be whole, and imaging was done to confirm no material was left inside the patient. There were no reported adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model#408005) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
One hydrosteer guidewire was received for evaluation. The guidewire was returned in a ¿steris¿ sterilization bag with a sterilization indicator. The device was returned after being sterilized, therefore the polymer jacket was melted. Functional testing was unable to be completed due to the condition of the returned device. The cause of the reported material separation and removal difficulty remains unknown.